Manufacturer narrative:
On 07-apr-2023, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2023. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned sample, the valve was found delaminated. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve area. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot #5567342). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jul-2023, mentor received additional information about the identity of the suspect medical device. It is a mentor smooth round high profile 390cc saline breast prosthesis, catalog #3503290, lot #5567342, UDI # (B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 03-aug-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, an updated explantation date ((B)(6) 2023) was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated after implantation. It was reported that the right breast prosthesis is clearly ¿broken¿ and that is feels ¿weird and mushy¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.